Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted and advanced into the right atrium (ra). However, a clot was observed in the ra. It was noted additional heparin was administered to the patient. Therefore, the sgc was removed from the anatomy, and aspiration was performed to remove the clot. The sgc was re-inserted, however, more clots were observed. Therefore, the sgc was removed from the anatomy, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.